Event description:
It was reported that within a week of implant, the atrial lead exhibited loss of capture at maximum output in both unipolar and bipolar configuration. It was also noted that there was intermittent loss of sensing and diaphragmatic stimulation when attempting to pace the atrium. The lead was repositioned and is still in use with acceptable parameters and no diaphragmatic stimulation. No further patient complications have been reported as a result of this event

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.